Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to dislocation. A head and liner were revised to a 22.2 +3 lfit head and trident 0° e constrained liner. Reporting rep was not present for the procedure but confirmed that a stryker rep was present.